Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was explanted/not replaced on (B)(6) 2019. The event resulted in in-patient hospitalization. It was noted there was cellulitis of the pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
The previously reported conclusion code no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient had an infection resulting in explant. At visit on (B)(6) 2019 the pump site was slightly pink, but no open sores. It was noted that the patient remained on antibiotics for an unrelated issue. On (B)(6) 2019, the patient was at their wife's hcp and the hcp to check the pump site. It was noted it was tender to touch, red, and "angry" looking. The patient was sent to the emergency room (ER) as the pump was pushing through the skin. The patient's system was explanted/replaced on (B)(6) 2019. The cultures were positive for pseudomonas. The patient was currently being treated with intravenous (IV) antibiotics. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The outcome of the event was noted as ongoing. The clinical diagnosis was pump pocket infection. The patient's weight was (B)(6) pounds. The patient was receiving morphine 2 mg for a total dose of 0.35234 mg/day. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was updated to (B)(6) 2019. No further compilations were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (unknown concentration at 300 mcg/day) via an implantable infusion pump. It was reported that the pump and catheter were removed due to the pump coming through the skin; it was noted that the patient was getting good therapy. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the explanted devices were discarded of and would not be returned for analysis. No fur ther complications have been reported as a result of this event.